Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-00742 and manufacturer report #3005099803-2014-00743 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used in the colon to stop bleeding after a polyps resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip was difficult to release from the catheter to deploy. The physician rocked the clip back and forth and so it released from the catheter. The clip fell off from tissue after separating from its catheter. The second clip also grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. The physician removed the device by pulling it off from the tissue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the device was half deployed and there was a kink in the control wire. The clip assembly was not returned. The yoke, which was still attached to the control wire, was able to be actuated and deployed. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-00742 and manufacturer report #3005099803-2014-00743 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used in the colon to stop bleeding after a polyps resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip was difficult to release from the catheter to deploy. The physician rocked the clip back and forth and so it released from the catheter. The clip fell off from tissue after separating from its catheter. The second clip also grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. The physician removed the device by pulling it off from the tissue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.